Event description:
It was reported that the lead was explanted due to infection.

Manufacturer narrative:
Evaluation summary: a review of the sterilization info for this device indicated a normal sterilization cycle as confirmed by concomitant parametric controls. Quality records reviewed.